Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 17-apr-2023. Investigation summary the customer returned (1) 1.0ml 29ga syringe, reporting foreign matter (dark spot inside syringe scale). The scale was visually inspected and observed no physical damage on the barrel or foreign material inside the barrel. Upon visual examination, an ink run off printing defect was observed on the barrel. Based on the sample received, embecta was able to confirm the customer-indicated failure as a printing defect. A review of the device history record was completed for batch# 1165228. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to duplicate or confirm the customer-indicated failure as a printing defect.

Event description:
It was reported that dark spots were found inside the bd ultra-fine¿ insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this is a report about the dark spot inside syringe scale. According to the user's report, a dark spot was found inside the scale of the cap."

Event description:
It was reported that dark spots were found inside the bd ultra-fine¿ insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this is a report about the dark spot inside syringe scale. According to the user's report, a dark spot was found inside the scale of the cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.